Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) called to report beeping tones he has heard coming form his device for the past two days.